Manufacturer narrative:
One device was returned for investigation. A visual examination noted a split in the tubing 2 cm from the hub. The length of the split is 1 cm. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The root cause cannot be conclusively determined. Measures have been initiated to correct this issue. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Investigation - evaluation: a review of the drawings, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The returned product is an uncoated silicon single lumen catheter labeled at 4 french and has suture wings. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided and results of the investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
Per (B)(6) competent authority report # (B)(4) "following intravenous antibiotic infusion (IV flucloxacillin), cook PICC line flushed with bd posiflush sp syringe 0.9% sodium chloride (0.9% nacl) 10ml (lot: 6145554)using 'push/stop/push/stop' technique. Area below clamp splitting. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): exposed area of PICC line wrapped with pdi sani-cloth chg 2%, clini-gauze (non-woven swab) and placed on sterile towel. On-call nurse clinician bleeped and attending ward immediately. On-call nurse clinician contacting critical care outreach team nurse for advice. Critical care outreach team nurse attending ward, reviewed patient and contacted on-call gpst1 for advice. On-call gpst1 advising for PICC line removal and for peripheral cannula insertion to maintain intravenous antibiotic therapy. Patient's family informed of incident by patient" the complaint is in the process of product verification, no additional information was available at the time of this report